Event description:
Swollen knees and bad joint swelling. Knee effusion [joint effusion]. Knee pain [arthralgia]. Aspiration results showed moderate leukocytosis [synovial fluid white blood cells positive]. Case description: spontaneous report was received on (B)(6) 2012 from an orthopedist regarding a pt (initials, age and gender not provided) with osteoarthritis of both knees (grade 2-3). The pt's medical history was significant for ischaemic heart disease (concomitant disease) and previous medical device implantation with synvisc-one (in 2009 and 2010). On (B)(6) 2011, the pt initiated treatment with synvisc one (hylan g-f 20) injection at a dose of 6 ml, once in both knees. The lot number of the synvisc-one was not provided. The same day at night, the pt noticed swelling in the knees. On an unspecified date in (B)(6) 2011, the pt experienced knee pain. On (B)(6) 2011, arthrocentesis was performed and 60 ml of joint fluid was aspirated from one knee and 70 ml from another knee. On (B)(6) 2011, swelling was again noticed and 20 ml of fluid was aspirated from one knee and 30 ml from another knee. The same day, the pt was treated with pain killers and steroid injection at a dose of 80 ml in each knee for knee swelling, knee pain and knee effusion. Synovial fluid analysis revealed moderate leucocytosis, white blood cell: 8019; red blood cell: 0; polymorphonuclear cells: 3645; mononuclear cells 3674 (units and normal ranges not provided) and uric acid: 0.26 mmol/l. It was reported that on (B)(6) 2011, the pt's knee subsided. On (B)(6) 2011, the pt experienced pain again, however, there was no effusion and slight swelling and a second dose of steroid was given. On (B)(6) 2011, pt's knee got better with some pain and third dose of steroid was given. No action was taken with the synvisc-one treatment. The outcome for the events of joint swelling and knee pain was not yet recovered and outcome for the event of aspiration results showed moderate leukocytosis was not provided. Relevant concomitant medication include aspirin (salicylamide). The intensity for the event of leukocytosis was moderate and for other events was not provided. The reporting physician did not provide the relationship between synvisc one and all the events.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.